Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and prime alarm during the prime test due to loose/protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. We were unable to perform the self -test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that drive support cap was sticking out. Insulin pump would need to be replaced.